Event description:
Investigation completed and summary in h 10. Additional information in h 6.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of alarm error code : error 41662 was revealed in the event log and during testing this was also duplicated. The event is isolated to software application during running the motor, no sound was reveled and when opening device no debris were found in gears to cause event. Action was taken to replace the optic sensor. Device passed all functional testing.

Event description:
It was reported that a smiths medical pump displayed an error 41662. No adverse patient effects were reported.